Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter would not communicate with the onetouch reveal software. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow-up call with the patient on (B)(6) 2017 and after reviewing the call recording. The patient reported that the alleged communication issue began on (B)(6) 2017. The patient manages his diabetes with oral medication, diet and exercise. The patient denied making any changes to his usual diabetes management regimen due to the alleged issue. During the follow-up call, the patient confirmed he developed symptom of ¿blurry vision¿ although the date and time the symptom developed was unable to be confirmed. During the follow-up call, the patient was unable to confirm if he associated the symptom with a blood glucose excursion. In response to the symptom, the patient claimed he contacted his doctor on (B)(6) 2017 and was advised to stop taking certain medication (type not reported) for a few days and was advised to take oral medication for diabetes (metformin 1000 mg/dl). The patient denied that his blood glucose was tested on any other device. During the follow-up call, the patient attributed the onset of the symptom to other unspecified medication that he was taking. Troubleshooting revealed the usb cable the customer was using to transfer the meter result to the software was not working. The customer service representative confirmed that the alleged communication issue was resolved through training. Replacement products were sent to the patient. Although there is no evidence of a device malfunction, this complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury reportable adverse event while using the device. Medical surveillance believes it is unlikely that the communication issue contributed to the event because blood glucose testing was able to be conducted as usual however there is insufficient information to rule out the contribution of the subject meter to the event.